Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-27 rtg0778673 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their implanted neurostimulator (ins) reporting the ins had been taking anywhere from 2 to 6 hours to charge from 30% or 40% to full; has a lot of variety in charge duration. Patient said they only charge once a week and the charge seemed to last all week, but this past week recharging took 2.5 hours, and the week prior they had to stop and recharge the wireless recharger because their handset told them it was running low and they only got the ins up to 90%. Patient confirmed they were keeping an eye on the quality of the charge with the recharging app, and said sometimes they would get excellent connection, but sometimes they had a heck of a time getting it to stay on excellent and would keep dipping down to having to search for the ins and start over or reposition. Patient mentioned the last time they maintained an excellent connection and got comfortable in their chair and it stayed there. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas number for healthcare provider office to call and request a representative to meet with patient at their follow-up appointment and interrogate the ins. No symptoms reported.

Event description:
Additional information was received from a patient (pt). It was reported that they make sure their recharger is fully charged before they start charging their implantable neurostimulator (ins). Their ins is at 30 or 40% when they start the charging session. The patient stated that they haven't been using the belt as they couldn't seem to get it in the correct spot for a good or excellent connection. The patient stated they just had an appointment with their manufacturer representative (rep) and a surgeon on (B)(6). They say the battery was not sitting flat so they have made some adjustment to their recharging and that seemed to help. When they met with the patient, they reviewed that it was not flat and leaning a little which was not enough to be concerned about or to be replaced. The patient stated they were happy with their meetup with the doctor. The manufacturer readjusted their stimulator and they will go from there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.